Event description:
While using "floss-up" gum stimulator and pick to clean teeth and an orthodontic expander after eating, the plastic pick broke inside the victim's mouth and victim inhaled the broken plastic piece, which became lodged in his lung requiring surgical removal. Victim has been left with respiratory problems. Unlike other MFR's floss/pick prods, the plastic used in the floss-up is brittle and not flexible.